Event description:
On 5/21/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Following deployment, frank bleeding was noted from the puncture site. Manual pressure was held without resolution of the bleeding. While in the recovery room the pt was noted to have a cool right foot and no distal pulses. An ultrasound was performed which identified an occlusion of the right superficial femoral artery. The pt was taken to surgery for acute arterial insufficiency of the right lower extremity after cardiac catheterization. The anchor was found to have cinched against a piece of plaque from the posterior wall, resulting in the plaque being compressed against the anterior arterial wall. The device anchor and intravascular collagen were removed, and a right thromboembolectomy with patch angioplasty was performed. There was an excellent pulse noted in the femoral artery and dorsalis pedis following the procedure. The pt tolerated the procedure well, and was discharged home. Follow-up with the site on 6/1/1998 confirmed that the pt remained without negative outcome following this event.